Event description:
User reported 2 false positive results. No additional information relating to follow-up testing was provided. Asymptomatic. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02223: tests 2 of 2).

Event description:
User reported 2 false positive results. No additional information relating to follow-up testing was provided. Asymptomatic. This is report 1 of 2.